Manufacturer narrative:
Implanted device remains.

Event description:
Per the physician, the patient¿s device was extruding. Explant and reimplantation is planned, but had not taken place at the time of this report june 30, 2009.